Manufacturer narrative:
(B)(4). Upon follow up from the pd nurse, it was reported the peritonitis event was medically confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the day after the event onset. That same day, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Apd therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.